Manufacturer narrative:
Ruptures are labeled in the IFU. No product or images were returned to assist in this investigation. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The IFU provides details concerning balloon inflation and the inflation parameters. At this time, there is no indication that a design or process induced failure of the device resulted in the reported rupture. Pt anatomy (calcification, disease, etc.) And user technique likely contributed to the reported rupture. Inflation outside of the graft material may increase the risk of vessel rupture. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. No actions are necessary as there is insufficient risk per quality engineering risk analysis.

Event description:
The pt underwent aaa repair using another manufacturer's endoprostheses on (B)(6) 2011. The final angiography showed no endoleaks but an aortic cuff was additionally placed because of the incomplete sealing of the sealing stent. The physician used a coda balloon catheter to seal the aortic cuff. When he was closing the groin to complete the procedure, the blood pressure decreased, and the rupture of the aorta was confirmed angiographically. The procedure was converted to an open surgery and the ruptured part and aaa was treated by replacing with an artificial vessel following removal of all endoprostheses. The pt's condition after the procedure is stable as of (B)(6) 2011.